Event description:
New information received notes additional interrogation revealed the right ventricular (rv) lead tested normally. The physician suspected a short underneath the (rv) riata lead coil due to the original observations of an aborted shock due to low high voltage lead impedance. The rv lead was explanted and replaced without complication. No visible signs of externalization of the conductor was seen on the rv lead during extraction. The patient was stable.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely on merlin.net with an episode of ventricular fibrillation (vf) and an alert for high voltage lead issue on the right ventricular lead. It was noted that the device attempted to deliver high voltage therapy once but aborted as the high voltage lead impedance was too low. After the pulse generator algorithm switched the lead vectors, high voltage therapy was delivered and successfully converted the patient's arrhythmia. Lead imaging and possible lead replacement were recommended. No patient symptoms were reported.